Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off of the drill shaft. Break is angular in nature. Dimensional inspection of the drill head cannot be performed due to its returned condition. Dimensional inspection of the drill shaft found it met print specification. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that while the healthcare professional was performing an acl repair drill bit head broke off while reaming into the bone. Healthcare professional was able to retrieve the broken piece and another drill bit was used without incident. There were no reported patient injuries. No other complications were noted.